Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had several no delivery alarms. The customer stated they changed the infusion set and reservoir several times. The customer also reported the insulin pump may have alarmed compromised force sensor system. The customer's blood glucose was 200 mg/dl. The customer declined to return the product for analysis.